Event description:
It was reported that a 78 yo male patient, who had a tha, was reported to have early wear of polyethylene with particulate disease. The patient is in need for surgical intervention under hospital admission to prevent injury or permanent disability. No further information.

Manufacturer narrative:
D10: 180-11-56 - nv crown cup clsr hl w/ha 56 group 3: (B)(6). 140-36-93 - 12/14 biolox femoral hd 36mm -3.5: (B)(6). 164-01-11 - element-stem, collarless w/ha, std offset, sz 11: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.